Manufacturer narrative:
The insulin pump was returned for cosmetic damage located at the back of pump(serial number) and alleged rewind anomaly found on (B)(6) 2021 after moisture exposure. Device history and trace files downloaded successfully using thus software. Device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No rewind anomaly noted during testing. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked battery tube threads, and faded serial number label. Cosmetic damage was confirmed where faded serial number label was noted. Rewind anomaly not confirmed during testing. However, moisture damage noted at the electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not able to rewind. Customer stated that insulin pump splashed in pool and screen was hazy colored. Insulin pump had fluid under display. Customer had given rewind complete instantly and looked at reservoir steady. Customer was unable to do anything with insulin pump. Customer stated that there was fluid under the display. Customer stated that insulin was exposed to moisture of tap water. There was no cracks in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.